Manufacturer narrative:
Device received with blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book) and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of unknown. The insulin pump had critical pump error. The customer was treated with insulin pump and drip. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.